Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk was evaluated and reformatted. The cine board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported cine was not working and a cine disk error was on the screen. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.